Event description:
It was reported that the physician "made mention that he thought he'd heard from some colleagues that there were having issues with the footplate on the "new proglide" not going back down all the way into the device, and there getting stuck on occasion" [difficulty to remove]. There was no reported adverse patient effects. No additional information was provided at this time.

Manufacturer narrative:
Estimated date of event. The device return status is unknown at this time. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.